Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2006 - patient underwent repair of ventral incisional hernia in lower midline with composix mesh. On (B)(6) 2006 - patient underwent repair of ventral incisional hernia in upper midline with a second composix mesh. The hernia defect was identified and noted to be a recurrence at the upper end of the previous repair. On (B)(6) 2009 - patient underwent incision and drainage of an abdominal abscess with subtotal resection of infected mesh. A enterocutaneous fistula with erosion into the mesh was noted. A partial excision was noted; however, both bard meshes implanted were the same so there is no way to determine which one was explanted. Multiple swiss cheese type defects were noted. On (B)(6) 2009 - patient underwent exploratory laparotomy with abdominal wall resection including resection of mesh. The medical records note the surgeon expected to find a rapidly growing enterocutaneous fistula with possibility of leakage. The transverse colon was resected. Despite the grossly contaminated wound a primary closure was performed.

Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of one composix mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review, the patient underwent a recurrent ventral incisional hernia repair on (B)(6) 2006 utilizing composix mesh. Approximately two and a half years post implant, the patient underwent incision and drainage of an abdominal abscess. The medical records note that after incision and drainage, a fistula formation would likely take place if there was communication with the intestines. The composix mesh was encountered and partially explanted. The mesh appeared to have a greenish stain suggesting infection. The wound was irrigated and packed. Five days later, the patient underwent exploratory laparotomy with an abdominal wall resection and resection of composix mesh. A rapidly developing fistula was identified and a small bowel resection was performed. The medical records note the wound was grossly contaminated; however, the wound was closed with primary closure. Based on the information provided the patient has a complex abdominal history and several abdominal procedures. The patient was treated for an abscess in 2004 which followed with development of a sigmoid vaginal fistula the same year. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The medical records note a partial explant was performed; however, since the two bard meshes that were implanted were the same, there is no way to determine which mesh was partially explanted. The pathology report available does not identify which mesh was explanted. The information provided indicates the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time. See MDR 1211213643-2010-00141 for information related to the composix mesh implanted on (B)(6) 2006.